Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and suffered from a deflation on the right side. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 275cc on (B)(6) 2021.

Manufacturer narrative:
On 8/3/2021, it was reported to mentor that the affected device was unknown saline implants textured (225cc). On 8/3/2021, the product was returned to mentor for evaluation. On 8/9/2021, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant, 225cc had shell wear on the anterior aspect. Additionally, a tear measuring approximately 1.0 cm was found within the shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. A second product was received (lot-269212). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).